Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported